Event description:
It was reported that the packaging of (2) two minicap transfer sets were damaged (opened pouch). This was found prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual devices were not available; however two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected. The first photograph showed the transfer set without the original caps in an overpouch opened at the peel down and a yellowish color was observed on the patient adapter. The second photograph showed the transfer set without the original caps in an overpouch opened at the peel down and a yellowish staining was observed on the over label. The yellow staining and removal of the tip protectors indicate the samples in the photos were used. Both overpouches appear to have been opened at the peel down. There was a seal impression on the clear side of the pouch indicating the pouch was processed through the sealer. Review of the photos did not show evidence of the reported condition of damaged packaging before use. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.